Manufacturer narrative:
Product event summary: analysis confirmed that the output connector assembly was broken. It was also found that both display wires were pinched, and the insulation on the red wire was compromised. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken atrial connector. The epg has been returned for service. No patient complications have been reported as a result of this event.